Event description:
While monitoring a patient during a code, the operator allegedly observed the device shut itself off. A back up device was obtained and used for the remainder of the code. The operator stated that there was no adverse effect to patient care related to the reported malfunction. The patient was resuscitated.